Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer informed the technical support engineer (tse) that error 23027 occurred on the master tool manipulator (mtm) right. The tse instructed to attempt error recovery and, if the issue persisted, to reboot the system. The procedure continued robotically using the same system configuration as planned, with a delay of less than 15 minutes and no harm to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the error recovery and system reboot were performed by the customer, who rebooted the system twice to solve the issue. The customer preferred to continue the procedure with the second surgeon side console, which was already connected to the system.